Event description:
It was reported that a vns patient underwent a full replacement surgery on (B)(6) 2016. The lead was replaced due to lead fracture. No reason for the generator replacement was indicated. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits, with 1579 ohms. No patient adverse events were reported. The explanted devices were not returned to the manufacturer to date. No additional relevant information was provided to date.

Manufacturer narrative:
The previously submitted medwatch report (1644487-2016-00566) inadvertently provided the details which are, in fact, the supplemental information of the medwatch report number 1644487-2012-03380.

Event description:
The previously submitted medwatch report (1644487-2016-00566) housed the details which are, in fact, the supplemental information of the medwatch report number 1644487-2012-03380. This was found based on a new information received from the site, after the submission of that report.